Event description:
The pt was admitted for peritonitis and dehydration. The pt was started on nasogastric (n/g) continuous feeds of 1/4 strength formula on last month. Later that day, the n/g tube was partially dislodged and reinserted by the pt's mother. The placement was confirmed by two rn's during the dayshift by auscultation. The night rn also confirmed the placement of the ng tube during night shift by auscultation. The next morning the patient became febrile. The resident was called and a septic work-up was ordered. Later that morning, the x-ray was read, which showed that the n/g tube was in the right bronchus. The feeding was stopped and the rapid response team was called. The pt was transfered to the intensive care unit.